Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported to fresenius that the hemodialysis (hd) patient on home hd therapy utilizing the 2008t hd system expired during a dialysis treatment. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s home dialysis registered nurse and the clinic administrator, it was reported this patient expired due to a cardiac arrest at home on (B)(6) 2022. It was affirmed the patient was connected to a 2008t hd system at the time of his cardiac arrest leading to their death. The patient was having an uneventful hd treatment on (B)(6) 2022 when they required a hygiene break and disconnected from the 2008t machine. When the patient was reconnected, they became unresponsive and pulseless within minutes. Emergency services were activated, and cardiopulmonary resuscitation was conducted while the patient was transported to the hospital. The patient was pronounced deceased in the emergency department. It was confirmed the patient¿s cardiac arrest was attributed to a significant cardiac disease history and not due to a deficiency or malfunction of any fresenius product(s) or device(s). Additionally, a field service technician was dispatched to the clinic to inspect the involved 2008t hd system. It was determined all functional checks were nominal and the 2008t hd system was not at fault for this reported event.

Event description:
It was reported to fresenius that the hemodialysis (hd) patient on home hd therapy utilizing the 2008t hd system expired during a dialysis treatment. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s home dialysis registered nurse and the clinic administrator, it was reported this patient expired due to a cardiac arrest at home on (B)(6) 2022. It was affirmed the patient was connected to a 2008t hd system at the time of his cardiac arrest leading to their death. The patient was having an uneventful hd treatment on (B)(6) 2022 when they required a hygiene break and disconnected from the 2008t machine. When the patient was reconnected, they became unresponsive and pulseless within minutes. Emergency services were activated, and cardiopulmonary resuscitation was conducted while the patient was transported to the hospital. The patient was pronounced deceased in the emergency department. It was confirmed the patient¿s cardiac arrest was attributed to a significant cardiac disease history and not due to a deficiency or malfunction of any fresenius product(s) or device(s). Additionally, a field service technician was dispatched to the clinic to inspect the involved 2008t hd system. It was determined all functional checks were nominal and the 2008t hd system was not at fault for this reported event.

Manufacturer narrative:
Correction: g3. The date received was incorrectly entered on the initial submission of this MDR report as 03/23/2023. The correct date should be 03/24/2023.

Manufacturer narrative:
Clinical review: a temporal relationship exists between hd therapy utilizing a 2008t hd system and the patient¿s cardiac arrest leading to their death. The cause of the patient¿s cardiac arrest leading to their death can be attributed to a significant cardiac disease history as reported by a medical professional. It is well known the esrd population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population, particularly in the environment of cardiac disease. Therefore, the 2008t hd system can be excluded as a root cause or contributor to this patient¿s adverse event. Based on the available information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse events. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that the hemodialysis (hd) patient on home hd therapy utilizing the 2008t hd system expired during a dialysis treatment. There was no specific allegation this event was due to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s home dialysis registered nurse and the clinic administrator, it was reported this patient expired due to a cardiac arrest at home on (B)(6) 2022. It was affirmed the patient was connected to a 2008t hd system at the time of his cardiac arrest leading to their death. The patient was having an uneventful hd treatment on (B)(6) 2022 when they required a hygiene break and disconnected from the 2008t machine. When the patient was reconnected, they became unresponsive and pulseless within minutes. Emergency services were activated, and cardiopulmonary resuscitation was conducted while the patient was transported to the hospital. The patient was pronounced deceased in the emergency department. It was confirmed the patient¿s cardiac arrest was attributed to a significant cardiac disease history and not due to a deficiency or malfunction of any fresenius product(s) or device(s). Additionally, a field service technician was dispatched to the clinic to inspect the involved 2008t hd system. It was determined all functional checks were nominal and the 2008t hd system was not at fault for this reported event.